Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue.

Event description:
Report received that the ventilator stopped cycling and was unresponsive. The ventilator was not on a patient at the time of the event.